Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018, the patient slipped on the tile at her home and fell to the side. She did not strike her head or lose consciousness. Patient suffered a right femur fracture per imaging. Img to consult for perioperative medical risk stratification. Patient denies any chest pain, dyspnea, n/v/d, headache. On (B)(6) 2018, the patient underwent orif of a right periprosthetic femur fracture. Postoperatively, 2-1/2 weeks, the patient complains of burning and swelling around the right knee and towards the right lower extremity. On (B)(6) 2018, the patient reports that she was performing passive leg raises at home and felt something break at her previous surgical site. The patient is s/p orif right distal femur periprosthetic fracture. Pain was sharp, non-radiating and rated 10/10. On (B)(6) 2018, the patient complains left leg pain that started suddenly. She was doing exercise with pt at home and she was found to have fractured hardware. On (B)(6) 2019, patient with unfortunate nonunion. She has broken her hardware. She has failed hardware and a failed total knee arthroplasty and essentially a deformity of the knee w/ a painful right leg. She was admitted urgently because of the pain and the risk to the leg with the femoral fracture and loose metal. She underwent revision of right total knee arthroplasty, hardware removal on the right femur on the same day. On (B)(6) 2020 an email notification was received from synthes that there was depuy jrn device involved in this complaint.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.